Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "blood spill - drain bag full with blood". No pt/operator injury associated.

Manufacturer narrative:
The device was evaluated on (B)(4) 2012 and evidence of fluid ingress was found. Damage to electrical components was noted and the power supply and compressor were replaced. The device was upgraded and is ready for use. (B)(4).